Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late a review of the device history record has been completed. No deviations or non-conformance's noted. Continued: e1, phone number: (B)(6). Continued: e1, fax number: (B)(6). Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Crease / folding of implant: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "few scattered radial folds are noted. Small amount of peri-implant fluid" diagnosed via MRI. Device has been explanted.